Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked out from the balloon. The event occurred during set up "when just starting to fill saline into the bottle". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 15 september 2025 and 17 september 2025. H11: the actual device was received for evaluation. Visual inspection of the sample noted fluid inside the housing. Further inspection revealed that the device had a missing filmwrap. The filmwrap is located at the upper area of the bladder and fastens the bladder to the stressmember. When the filmwrap is missing, fluid would leak inside the housing. The reported condition was verified. The cause of the missing filmwrap was determined to be an assembly error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.